Event description:
It was reported that the pt had intermittent difficulties with his system since he had his system implanted in 2005. Whenever his dose was up high enough to receive the best therapeutic benefit for controlling his spasticity, he would note burning and pain in the hamstring area of both legs whenever sitting. If the dose was reduced, the burning pain would reduce, but his spasticity was not as well controlled. The managing hcp tried utilizing a combination of baclofen and morphine to help with the pain control while allowing him to have a higher dose of baclofen, but this did not work, so he went back to having lioresal placed in his pump. The pt's pump "has reached it replacement interval", so he was referred for replacement. The hcp elected to replace both his pump and his catheter during the surgery, in order to see if the change in catheter placement helped with the burning while allowing him to receive a higher dose. When the hcp was doing the replacement, he confirmed csf (cerebrospinal fluid) backflow from the catheter at the pump connector site as well as at the spinal insertion. The hcp noted that the connector was easily removed from the pump; it was possible that there was not a good connection between the pump and the catheter. However, the pt has always received a reduction in tone with his pump, dose changes do affect his tone, and he never experienced withdrawal symptoms. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The pump and catheter were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.